Manufacturer narrative:
Customer technical support (cts) reviewed pumps history and confirmed a requested bolus and delivery.

Event description:
Received info that alleged t:slim pump delivered a bolus without a request. No pt harm reported.